Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl014387v); product type: 0264-lead-hv; implant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system, ventricular fibrillation (vf) was induced during defibrillation threshold (dft) testing and the shocks failed to break the arrhythmia and the patient was shocked externally. Some undersensing was noted at that time. The anesthesia was reduced and a second induction was successful. After the successful shock, the patient went into atrial fibrillation (af) with oversensing of the r-waves and t-waves, which were interpreted as vf and the patient was inappropriately shocked twice. It was noted that impedances were high at the end of the implant, with oversensed r-waves and evidence of t-wave oversensing (twos). Air in the pocket was suspected, as no water aspirated from the syringe during removal of the tool. Four days post-implant, it was noted that the patient¿s impedances returned to normal parameters. The ev-ICD and extravascular (ev) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated extravascular undersensing. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Corrections: e1, e2, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.